Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 600 mg/dl. Bg was addressed with a manual injection. Reportedly, the customer delivered a bolus and reported that no insulin was going through the tubing. During troubleshooting with tandem's technical support, no insulin was seen exiting the tubing. Reportedly, this occurred with 2 infusion sets. A new cartridge was loaded and the issue was resolved.